Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
UDI number: ni.

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient self-treated with cephalexin 500 mg, 4 times per day for 3 days and applied a topical triple antibiotic ointment to the site. The recipient ceased device use for 2 days. The recipient's infection resolved.